Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), UDI#: (B)(4). 9735740 stealth s8 spine version 2.1.0 h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. A software analysis was performed. It was determined that a software anomaly caused the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an endoscopic skull base procedure. It was reported that during a case the site received an error 64. The site was navigating and error appeared. The site rebooted the system and the case continued without further incident. No known impact to patient outcome. There was surgical delay of less than one hour.